Event description:
It was reported, patient underwent a meniscal repair procedure on (B)(6) 2014. During the procedure, the needle sled fractured during the meniscal sewing. All foreign bodies were removed from the patient. Another marxmen device was used to complete the procedure.

Manufacturer narrative:
Evaluation of the device found that it appears to have been subjected to a bending overload causing the tip to fracture. Based on the review of device history records and on this investigation, the part left biomet in a conforming to print specification condition. The conditions of use appear to have caused or contributed to the instrument failure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.